Event description:
It was reported by service report that the scale was not working and the footend brakes were not holding well. There was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result: fluid found on load cell cable connector. Conclusion: service tech was asked to only repair the scale issue and indicated they would make the brake repair themselves.